Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench, and no anomaly was found. The cause of the noise could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that multiple episodes of noise reversions and inappropriate mode switching were observed. No patient symptoms were reported. Review of the episodes revealed that the episodes were mainly due to suspected emi, however the noise was reproduced on the atrial channel with isometrics. Programming changes were made, but noise was still seen. Further evaluation is planned.

Event description:
New information received notes that the device was explanted and replaced. Patient is doing well.